Event description:
This notification was opened for review due to an allegation the device was alarming for a service required alarm condition. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" was found in the ventilator's downloaded error log. The device's system board and detachable battery were replaced to address the issue. The device was cleaned and tested. The device passed all final testing.

Manufacturer narrative:
The manufacturer previously reported an allegation that the device was alarming for a service required alarm condition and the system board and detachable battery were replaced to address the issue. The system board was returned to the manufacturer's product investigation laboratory for investigation. The technician found no malfunction of the system board. The component passed all testing.